Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. As a precaution, all internal components and connectors were re-seated. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself with known good batteries installed in the device. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced a loss of power for approximately 16 seconds and then power was restored. The cause of the reported issue could not be conclusively determined.